Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history but not duplicated during product evaluation. The pump's air in line printed circuit board (ail pcb) was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. However during previous service the pump head module (phm) tubing channel was cleaned, and the device passed the ail pcb calibration verification test.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter a colleague infusion pump that experienced failure code 810:11. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.